Manufacturer narrative:
Insulin pump was received with pump error 35 alarm and critical pump error (open book image) alarm during testing due to moisture damage on the electronic assembly. No blank display noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a broken force sensor was detected during seating or regular delivery while sleeping and the screen turned off. Customer¿s blood glucose level was 23 mmol/l at the time of incident. Customer treated high blood glucose levels by manual injection. Customer was also advised to place pump in storage mode. Customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.